Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. (B)(6). E2: health professional - n (no) and e3: occupation ¿ non-healthcare professional (documented here due to current system limitation).

Event description:
It was reported, the camera head in combination with a rigid scope made by another company, when the field of view was moved up and down, the round image on the monitor also moved up and down. The issue occurred during a receipt inspection. There was no patient involvement.

Event description:
It was reported, the camera head in combination with a rigid scope made by another company, when the field of view was moved up and down, the round image on the monitor also moved up and down. The issue occurred during a receipt inspection. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide correction, additional information and final investigation results from the legal manufacturer. Corrected field: e2: health professional ¿ n (no); h8. The customer returned the camera head to olympus for the issue of a ¿round¿ image on the monitor that moved up and down when the field was moved. The subject device was inspected, and the issue was confirmed. There was rattling of the coupler. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the most probable cause was due to coupler rattling when the free lock lever was not properly engaged. However, since the free lock lever and coupler were normal with no malfunction, it was not possible to determine the factors that led to the occurrence of this phenomenon. Olympus will continue to monitor field performance for this device.